Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was not able to properly communicate with an electrode belt. The cause for the failure was isolated to corrosion on connector j1001 on the monitor c/a board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corrosion. The pt received a replacement monitor.

Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor was not properly communicating with an electrode belt. The pt was issued a replacement monitor.